Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Visual and dimensional evaluations could not be performed as the product remains implanted. Device history record review was unable to be performed as the item and lot number of the device involved in the event is unknown. X-ray review by third party hcp states that total knee arthroplasty appears radiographically normal. Hardware is intact without periprosthetic lucencies and fracture or dislocation. No obvious joint effusion and no abnormal soft tissue findings. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Implant date: 1996. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent initial knee arthroplasty. Subsequently, the patient is being considered for a poly revision due to a deficient pcl. Attempts have been made and no further information has been provided.